Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during incoming inspection at the distributor's warehouse of a consignment return 8.0 x 100 mm absolute pro vascular stent delivery system (sds),what appears to be a dust fiber was observed inside the inner pouch which calls into question the device's sterility. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott vascular analyzed the returned device and confirmed the presence of the reported foreign material. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported foreign material appears to be related to manufacturing and the issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.